Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of discrepant positive results for 3 patient samples tested between 2 different reagent lots of elecsys anti-hcv ii (anti-hcv ii) on a cobas e 801 analytical unit. The anti-hcv ii results with reagent lot 86726801 were positive. The anti-hcv ii results with reagent lot 90665200, expiration date 31-jan-2027, were negative. Patient 1 result with reagent lot 90665200 was 0.591 coi (negative) with a data flag. The result with reagent lot 86726801 was 2.40 coi (positive). The positive result was inconsistent with the patient¿s clinical diagnosis. The negative result was believed to be correct. The customer retested 2 patient samples that had initially been "positive" with reagent lot 86726801; upon repeating the samples with reagent lot 90665200, the results were "negative." The subsequent rna results were "negative." No specific results were provided for these patient samples.